Event description:
Customer reported that altitude alarms were recurring on the pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.